Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, there was a fluid loss alarm at approximately 2 mins into the heating phase. The physician checked the cervical seal and did not see any leakage. A second tenaculum was applied and the heat up phase was continued. At approximately 5 mins into the ablation, there was a second fluid loss alarm at approximately 2cc's per min and at this point, a small amount of fluid leakage was observed at the 7 o'clock position. The scope was maneuvered to control the leak and the ablation was continued. There was a third fluid loss alarm at 7 mins into the ablation, at approximately 6cc's per min and the procedure was brought into the cool down phase then aborted. After cooling was completed and the sheath was removed, there was a superficial burn observed on the cervix and sylvadene cream was applied. Follow up info received in 2009 revealed that although no overdialation was noted, the cervix was fairly patchoulis. There were no further pt complications reported with this event.

Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.